Event description:
In 2004, a patient with a large secundum atrial septal defect presented for device closure of defect. The defect confirmed the device to be in good position with no residual shunt. During a scheduled follow up in 2005, echo and chest x ray showed that the device had migrated into the main pulmonary artery and mainly into the left pulmonary artery orifice. Two days later patient was sent to the or for surgical retrieval of embolized asd and closure of the atrial septal defect. A right atriotomy incision was performed and a large secundum atrial septal defect with minimal inferior rim in the area of the inferior vena cava was noted. There was no evidence of previous tissue reaction or healing or device fragments attached to the defect. The defect was closed with a large patch of pericardium. An incision was made in the main pulmonary artery and the device was identified at the origin of the left pulmonary artery. The device was densly attached to the walls of the pulmonary artery circumferentially with the exception of two areas where blood glow could pass around the device3 and into the lpa. The device was intact and partially covered with endothelialized tissue and had eroded through the endothelium and into the media of the vessel anteriorly past the media and into the adventita. Areas of partial wall destruction were then reapproximated with interrupted 5-0 prolene stitches from the inside of the vessel. Anteriorly, where the disruption was into the adventita, the area was approximated with interrupted 4-0 prolene stitches. The patient tolerated the procedure will and was to be released to home three days later.